Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was capped. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) the physician suspected a subclavian crush. The lead was replaced with a new endotak lead.